Event description:
It was reported that there was a coupling problem. The patient stated that they had been having coupling issues for the past couple of days prior to report. The patient stated that they had the charger in place for ¿hours and hours¿ until it hurt. The patient stated they noticed that the cord to their recharge antenna was starting to split. It was noted that the patient needed a replacement antenna. C500. Additional information received reported that the patient had experienced problems with charging her implantable neurostimulator (ins) since implant. It was noted that ¿weeks ago¿ it got worse. It was noted that the ins battery was very low and that the patient turned her stimulation off at night to preserve the battery. It was reported that the patient tried to reposition the antenna, and stated she wore the insr (recharger) on her skin. It was stated that she walked all over the house when charging, and that when she did get a black box, she would sit down and would lose the box. It was reported that the new insr antenna that the patient received (see previous call) did not help with the coupling bars. The patient stated that she was walking around while charging and got more pain from walking. It was noted that it was the same pain that the stimulator was indicated for, and that the patient had back surgery ¿a couple years ago¿ that ¿left some damage¿. It was stated that on the call the patient got no coupling bars on the insr. It was stated that using the antenna locate feature, the patient could not get higher than 50, the patient could not get any black boxes, and the issue was not resolved. It was stated that the patient¿s device was not implanted too deep, and that the patient ¿only weighed 100 lbs and had no fat and ins was close to her skin¿. Additional information received reported that the recharger was returned and analyzed with a conclusion code of c100. It was stated that the complaint was unverified, no issues had been found during bench testing, no issues with charging an ins or the recharger or communications. Additional information received reported that a coupling problem was reported. The patient noted that they were standing up, bent over and leaning forward. The patient did not think it was the ¿equipment¿ but was calling for ¿tips¿ on getting the black boxes. It was noted that the patient needed a method to do ¿this.¿ the patient noted that there was a problem with the recharger charging the implantable neurostimulator (ins). It was noted that the patient could not get the black boxes. The manufacturer representative inquired when this started happening and the patient replied that they had it put in september and it did not seem to give her a problem and then ¿all of a sudden¿ it was giving the patient ¿a lot of problems¿ and the patient could not charge the charger. Then, the patient had another recharger sent to them ¿about a month ago¿ and it was fully charged and patient kept using it but the patient could not ¿replace the charge.¿ the patient stated that it was the same problem that the patient had with the other charger they sent back and ¿it working.¿ the patient stated that they could not get the black boxes and was down to ¿practically down to nothing inside [the patient].¿ it was noted that the new recharger was sent to the patient ¿about a month¿ prior to (B)(6) 2014. It was noted that for the past month they had not been able to get the black boxes. The patient was walking all over the house and ¿wearing all hours.¿ it was noted that it hurt because it was heavy. It was noted that it was ¿on top of the patient¿s buttocks but below the waist¿ and had to use an extra piece to hold it in place. The patient noted that they let ¿someone¿ know that the recharger was not working. Now, the patient had a new charger but had the same issue. The patient noted that the got lucky ¿every once in a while¿ and will get all of boxes and then in five minutes it would disappear. The patient noted that they walked all over the house because if they sit in one spot it went ¿offline¿ and then the patient had to get it back ¿online.¿ the patient noted that they were getting desperate. The patient if when the battery drained would it do any harm. The patient¿s husband noted that no matter where they went they did not get the boxes. The patient¿s husband noted that since implant the patient never really got eight at a time but would get three or four. It was noted that it kept depleting and they could not replenish the charge. The husband noted that the patient was 101 pounds. The patient noted that they had already replaced the antenna. The patient changed positions and had the belt on tight. The patient noted that they ¿applied to skin also not to any material.¿ the patient stated ¿so there are no special tips since you people made the device.¿ the belt was on tight, the patient had the recharging screen but none of the boxes were shaded. The husband noted that they did not see a lightning bolt. The husband pressed the ins on button and then stated that there were two black boxes. The husband asked if they should try repositioning the antenna. The patient could see the implant scar. The husband was instructed to put the antenna right below the scar. Then, the husband reported the patient had four boxes. It was noted at the end of the call the patient reported that they had eight black boxes. The patient mentioned ¿needed bigger leads¿ and so one hcp ¿did the test¿ and another hcp implanted the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37751, product type: recharger. (B)(4).